Event description:
It was reported that an optic, model 502104030, with serial number (B)(6), which there is something wrong with. When one looks through it, it looks very foggy. They have polished the glass on the eyepiece and the distal end with non-abrasive paper, but it did not get any better. Otherwise, they cannot see any error.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.